Event description:
One endeavor sprint drug eluting stent was implanted in the lad and three endeavor sprint drug eluting stents were implanted in the rca during the index procedure. An angiographic complication of dissection occurred in the rca during index procedure.

Manufacturer narrative:
(B)(4).